Manufacturer narrative:
A device history record was conducted, and all mfg operations were found to be within specification. A review of the lot 832412 history found no other complaints for the lot reported. I-flow received one empty and used sample for eval and investigation. The pump was refilled with normal saline solution to the normal fill volume of 400ml and a flow rate accuracy test was performed. The flow rate accuracy test was performed. The flow rate accuracy was within specification. The bolus button was also tested and performed within specification. In addition, retain samples from lot 832412 were tested. The pumps were filled with normal saline solution to the normal fill volume of 400 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within specification. Product complaint was not confirmed.

Event description:
(Drug/diluent: ropivacaine). (Procedure: radial hand/wrist surgery). Fast flow rate. Infused in 34 hours instead of 57 hours. Flow rate 7ml/hr, fill volume 400 ml. Pt indicated she hit the bolus approx 10 times over the course of her therapy. No adverse event occurred.